Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 233 mg/dl. Troubleshooting was performed and found that the time on the insulin pump was showing am when it should have been showing pm. The prime test passed. The high pressure test could not be performed at the time of the phone call. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.